Event description:
It was reported that physician struggled to identify a suitable right atrial lead position during a lead implant, as the target areas all had low amplitude sensing numbers (generally less than 0.6 mv for normal p-waves). Lead was implanted and remains in service. No adverse patient effects were reported . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).